Event description:
Initial mitral valve replacement on (B)(6) 2004 due to stenosis. Prosthetic valve mitral stenosis in 2010 had a re-do mitral valve replacement on (B)(6) 2010. Upon inspection of the stenosed prosthetic valve, it was identified by physician as being calcified.